Event description:
Customer stated that the patient was taken to the hospital due to unresponsiveness. The event occurred as follows: enteral disposable inf0500 leaked at flow in first section of teal and pump did not alarm. The patient didn't receive enough nutrition and was dehydrated from not producing own sugar. Customer reported to the distributor that the pump had a piece of plastic cracked off when they received it, but was told to not worry. Customer also said the pump seemed to function fine and had occlusion and dose done alarms before. Customer rinsed out the bag, filled it with water, used replacement pump, and the same leak issue occurred.

Manufacturer narrative:
Contact attempts were made to the customer and received a response that the lot number could be cf1227221 or cf1216716 and pump serial number was (B)(4). On (1) used inf0500 bag set with no lot number provided was received for evaluation. The used bag set was filled with water, the cap was screwed in place, and the bag was tested for leaks. A leak was found in the pump tubing segment. Complaint is confirmed. A DHR review was performed on the two lots provided and no leak defect was found during the quality inspection. DHR review was not possible for the returned inf0500 bag set as the lot number was not provided to moog. The pump was not returned. DHR was performed and found no non-conformances were issued during the manufacture of this pump.